Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient saw the power on reset (por) message when they were attempting to turn therapy off before having an MRI. The patient stated they wanted to replace her interstim battery in (B)(6), but they didn¿t do it because of a different surgery the patient had in (B)(6). The patient stated she knew what did it (trigger the por), she had some tests where she ate and then a machine followed her food to see how she was processing it. The patient reported the battery was getting weaker and weaker because she was having to pee more which had gotten progressively worse. The patient noted she was no longer feeling stimulation. The patient noted the onset of symptoms was gradual. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an appointment scheduled for (B)(6) 2017. No further information reported.